Event description:
The patient has post-laminectomy syndrome, and the stimulator was malfunctioning. According to the surgeon's history and physical "her stimulator had run down." The patient did indicate she had coverage down to the foot, but not inclusive of the foot. The patient then underwent removal and replacement of the spinal generator. According to the op note: "previous pulse generator was dissected free from surrounding tissues. It was disconnected from the stimulator. A new pulse generator was connected to the stimulator. Impedances were checked and found to be normal". The patient was then taken to recovery room in stable and satisfactory condition.